Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, time: 9:26am, inratio: 2.7. Date: (B)(6) 2013, time: 9:30am, inratio: 4.1. Time between tests: 4 mins. Therapeutic range: 3.0-4.0. On the first test, pt self tester thought she was using an alcohol wipe to disinfect her finger, but after getting the 2.7 inr result realized that she did not use an alcohol prep pad, but used some type of unspecified adhesive remover. Pt then re-tested, but did not perform another finger stick. Customer then squeezed more blood from the first finger stick for the 2nd test, 4 mins later. Caller also reports adding multiple drops of blood to the test strip.

Manufacturer narrative:
Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Improper techniques were identified in the complaint. Theses could not be ruled out as a cause of the unexpected results. As of (B)(4) 2013, (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.